Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-05285. It was reported system diagnostics revealed high impedances on two contacts on the right l1 lead. In turn, the lead was explanted and replaced. Reportedly, the patient received effective stimulation postoperatively.